Event description:
Ous MDR - it was reported that during a follow up on (B)(6) 2013 the expected time to eri was 12 years and 2 months. During a following follow up on (B)(6) 2014 the device indicated eri. No adverse patient side effects have been reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated confirming the clinical observation, the device switched to the battery status eri on september 10, 2013. The analysis of the pacemaker¿s memory content revealed that the eri status was triggered due to an invalid memory content. By design, the pacemaker performs self-checks and is the device is equipped with the ability to detect and repair invalid memory content. The analysis revealed that an automatic repair of the invalid memory area was successful. For safety reasons the eri status will not be cleared automatically. However, after the successful repair the pacemaker was operating as expected in eri mode. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. Using a technical programming tool the eri status had been reset. Subsequently the pacemaker was operating as expected. There was no indication of device malfunction. In summary, the analysis revealed an invalid memory content leading to the clinical observation. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration.